Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the was oversensing of noise on the right ventricular (rv) channel. The noise led to pacing inhibition with greater than two seconds of asystole. It was noted the patient had an underlying rhythm in some of the events. Boston scientific technical services (ts) was consulted and upon review determined the noise was due to the pacemaker and rv lead oversensing the minute ventilation signal. Ts recommended programming the minute ventilation signal off. It was further noted that there were no out of range impedance measurements observed at this time. The patient was brought into the office a week later and the suggested reprogramming was performed. The pacemaker and rv lead remain in service and no adverse patient effects were reported.